Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 581 mg/dl. The customer was treated with injections. The customer was admitted to the hospital. Customer's blood glucose at time of emergency room visit was 480 mg/dl. The customer high blood glucose would not go in. The customer cause of emergency room visit as per health care provider they said the cannula was bent. The customer was treated by removed the set and gave him shots of insulin and a saline solution. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was 496 mg/dl. Customer took a shot with injection and it dropped to 330 mg/dl. It was found that the first high blood glucose was caused by a bent cannula(hospital found this) second today was caused by the lack of a fill cannula, this was fixed and all function test passed.